Event description:
A malfunction was reported on a customer's pump. There was no adverse impact to the customer's blood glucose level. The customer planned to use multiple daily injections (mdi) as a backup insulin therapy.